Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. Complaint evaluation revealed broken distal end of screw. From the event description, it is unclear if the implant broke upon insertion or post-op. An implant breaking during insertion is typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. The most likely cause of the implant breaking post-op is damage to the implant during insertion, improper placement in the tunnel or post-op patient non-compliance. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was an initial mpfl reconstruction on (B)(6) 2012. After a broken screw was detected during an MRI, the swivelock anchor was removed by revision surgery on (B)(6) 2013. No further information given.